Event description:
A 35 mm vasculare stapler failed to staple through tissue, resulting in severe bleeding and emergent opening of pt. Pt also received blood in response to bleeding. This product new out of box and had original.